Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user riding in the power wheelchair while being transported in a van and the van stopped suddenly.

Event description:
The end user's reports while seated in power wheelchair while being transported in a van, the van stopped suddenly and she fell out of the power wheelchair.